Event description:
Philips received a complaint that the v200 ventilator during an inspection by the medical staff, it was discovered that the touch screen of the ventilator malfunctioned. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The customer found the touchscreen issue during an inspection of the device. The customer immediately replaced the v200 with another ventilator. In a good faith effort (gfe) response from the authorized service provider (asp) received, it was provided that the customer hospital department had replaced the touchscreen of the v200. Following the touchscreen part replacement, the device was confirmed to have returned to full functionality and was returned to use. The replaced touchscreen will not be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.